Event description:
Customer received excessive "meter blood glucose now" alerts before being able to calibrate and clear alert. Customer's blood glucose was 409 mg/dl. Customer was advised to upload to carelink. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.